Event description:
It was reported that after a perigee was implanted, the patient experienced tenderness on vaginal palpation, specifically on the left anterior side. The anterior apical band was reported to be "tight." The "tight" band was released surgically on (B)(6) 2016; the incision over the apical arm was re-incised. It was reported on (B)(6) 2016 that the tenderness had resolved and the patient was doing well; no further patient complications were reported.